Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
An hmrs prosthesis explanted due to a mobilization of the stem. It was implanted in 1991 due to a femoral osteosarcoma.